Event description:
It was reported that, during procedure, the non-(B)(6) smoke pencil had caused patient burn during case. Preventative maintenance was conducted on the generator and checked out everything. Biomed tested the generator and tested within tolerance and returned to service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).